Manufacturer narrative:
There are no indications that the occurred is a result of manufacturing or component failure. These incidents do not involve serious injury and are not considered as safety issues.

Event description:
The patient pulled out the implant when he woke up after the surgery, the patient was reimplanted the same day with a new implant.